Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device did not provide audio prompts due to the device not being able to power on when prompted. It was determined that the latch lid rubber cushion was no longer on the latch, which caused the reported issue. The lid rubber cushion was found and installed on the device which resolved the reported issue. The device was destructively tested. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device had no voice prompts when the on/off button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.